Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a new sensor alert was displayed after the warmup. Data was evaluated and the allegation was undetermined on the reported date of issue. The probable cause could not be determined. The reported event of a new sensor alert is reportable based on the finding of an early sensor expiration on the date of issue. No injury or medical intervention was reported.